Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. After the sensor was inserted, the patient experienced hives on her arms, legs, back, and abdomen. When she removed the sensor, the hives subsided. She denied any reaction under the sensor patch or at the sensor puncture/insertion site. The patient was evaluated by an allergist who suspected the hives were associated with something other than the dexcom system and prescribed a high dose of oral antihistamines. No additional patient or event information is available.